Event description:
An attempt was made to use a scuba stents to treat soft atherosclerotic plaque in the distal aorta. The lesion was not pre-dilated. It was reported that the stent dislodgement occurred when the device was being withdrawn. Attempt was made to pull the undeployed stent back into the guide sheath however unsuccessfully. During procedure another scuba device was used; however the same issue occurred. The dislodged stents were removed from the patient by snare and surgery. The target lesion was ultimately treated with a balloon. It was reported that the patient was fine post procedure. No other clinical sequelae were reported. Evaluation summary: the two scuba stents were returned for analysis. The stent delivery systems were not returned. The stents were on a 0.035" guide wire which was inserted in a 10 fr cordis introducer sheath together with an unknown retrieval device. The stents were damaged. (Ref MFR # 3004066202-2011-0057).

Manufacturer narrative:
Evaluation results: incorrect technique/ procedure (device withdrawn through the is). Inherent risk of procedure (stent dislodgement). Evaluation conclusion: device failure due to user handling (device withdrawn through the is). (B)(4).